Manufacturer narrative:
The device was returned for analysis. The reported material separation was unable to be confirmed, however there was a noted stent dislodgement. The reported material deformation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there were crimp marks on the balloon and between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that after device unpacking, the stent of a 3.5x48 xience pro 48 stent delivery system (sds) was noted to be mangled, twisted, and separated into two pieces. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.